Event description:
During service by baxter, the infusion pump was found to contain an inoperable select and stop button on the channel b pumphead module keypad. No patient injury or medical intervention has been reported related to the device. No additional information or contact was available. The uim master software is unremediated (B) (4).

Manufacturer narrative:
Evaluation summary: during service by baxter, the technician found and confirmed that the pump contained an inoperable select and stop key on the channel b pumphead module. The problem was determined to have been caused by a broken pumphead module keypad connector on the channel b pumphead module keypad printed circuit board. The channel b pumphead module was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA(B) (4). (B) (4)